Event description:
Report rec'd with explanted device that device was removed due to infection. F/u letter will be sent to health care provider for further info on this event.

Manufacturer narrative:
9/18/1998: h10 - additional info received from health care provider indicates that cultures were performed on the pt, but no results were given of those tests. The pt was successfully treated with antibiotics, and is presently on an alternative form of therapy.